Event description:
It was reported that the surgeon was inserting a cq2015a three piece collamer lens, and as it was unfolding in the eye, damage was noted. The lens was removed and replaced without any patient injury. The reporter stated, the lens was damaged during loading.

Manufacturer narrative:
(B)(4). (B)(4).